Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the patient-initiated interrogation was successful. The patient was referred to contact their clinic regarding the red call doctor icon. After reviewing it was found that the shock lead impedance was out of range. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Correction d4 fiel. M/s number.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the patient-initiated interrogation was successful. The patient was referred to contact their clinic regarding the red call doctor icon. After reviewing it was found that the shock lead impedance was out of range. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.